Manufacturer narrative:
The product was not received for investigation. The investigation determined the complained product is out of production. The investigation did not identify a product problem.

Event description:
The initial reporter complained of a labeling issue with the coag safe-t-pro lancets. The reporter stated that they have two boxes of the coaguchek lancets with no discernible expiration dates. Next to the hourglass symbol, the number "40516169" was printed (not a date). An inch to the top and to the right of the unknown number was what the reporter noted to be a manufacture date of 2020-11, but there was no symbol next to it.